Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result was >8.0 inr from the meter. A laboratory sample was drawn within five minutes and the result was 5.4 inr using dade innovin reagent. The patient had no symptoms of a high inr and did not require medical treatment. There was no allegation of an adverse event. There were no reported changes in diet, health, coumadin or other medications. There were no concerns with hematocrit (44%), lupus, antiphospholipid antibodies, other blood thinners, or direct thrombin inhibitors. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 48%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr; customer meter with masterlot strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr; customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. The results alleged by the customer were not found in the meter result memory. The date of the meter was set incorrectly. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.